Manufacturer narrative:
No product evaluation was performed on this report issue, as the product was not returned because the customer was unable to duplicate the problem with yellow level sensor.

Manufacturer narrative:
The fusion oxygenator uses a round reservoir enclosure, and there is no suitable surface for the level sensor to adhere to. The user is not using a reservoir that meets the requirements for the manufacturers' level sensors. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). There was no visible damage to level sensor surface or cable. Per the field service representative (fsr), the customer had this issue about two weeks ago ((B)(6) 2015). The sensor is mounted to the side of safety monitor with adhesive pads for storage between cases. The fsr verified it would indicate disconnected on the safety monitor. The customer also indicated that the sensor seemed "touchy" when mounted on the side of the fusion oxygenator. Sometimes it would trigger an alert on the safety monitor. The fsr checked the sensor with his test fixture and found that it was operational. The fsr could duplicate the disconnect by placing the sensor on the side of the test fixture (the thickest part). The unit operated to manufacturer specifications and was returned to clinical use. The ccp stated that he would check all their sensors with the manufacturers oxygenator to see what the results would be. He will report his findings when he has completed testing.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the yellow disconnect indicator appeared on the safety monitor. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.